Event description:
It was reported that the elective replacement indicator was triggered and that there was possible premature battery depletion due to high left ventricular (lv) output. The outputs were programmed high due to chronic high thresholds on the lv lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.